Manufacturer narrative:
The revision reported was likely the result of patella wear. The explanted tibial insert appears unremarkable. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. H6: corrected investigation clinical codes.

Manufacturer narrative:
D10: (B)(6) 02-010-01-0235 - logic femoral ps cem left sz 3.5 (B)(6) 02-010-01-0335 - logic femoral ps cem right sz 3.5 (B)(6) 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm (B)(6) 02-012-35-3513 - logic tibia ps mod insrt sz 3.5 13mm (B)(6) 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t (B)(6) 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t (B)(6) 200-02-35 - three peg patella 35mm h3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's left knee was revised. Patient complained of pain. They had a recalled poly and patella. Patient was last known to be in stable condition following the event.